Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the locking tab of a bd¿ sharps coll 1.5qt red was missing. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿the collector was 80% full by disposed products. Hcp realized locking tab was missing. The lid and the collector was fixed by tape.¿

Manufacturer narrative:
Investigation summary: we confirmed the lid did not shut completely. There was a gap between the lid and the bottom part of the lid. No damages or deformation found in the lid including lockng tab and locking slot. According with pictures provided from customer it can be seen the following: the lot number of the product seen in the pictures (lot in the picture 8246901) was not match with the lot number reported in the complaint (lot in complaint report 8245901). It can¿t be seeing deformities, crack, flash, or any molding defect that could affects the fit form or function of the lid. It can confirm that the collector was not overfilled. According to inspection records the lot # 8246901 reported under this complaint used the subassembly (lid) from the lot # 8245905 where every lot is being tested to evaluate the final closure feature, the sample taken to this functional test is determined using an aql sampling plan. According with the results recorded, all the lids were assembled without issues and there were no issues (disengage) after performing the final closure which is evaluated applying a disengage force which must be support at least 8lbs. Potential root cause (unable to verify it) product damaged during the shipment or distribution. . The design of the product does not meet the customer expectations. Misuse.

Event description:
It was reported that the locking tab of a bd¿ sharps coll 1.5qt red was missing. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ the collector was 80% full by disposed products. Hcp realized locking tab was missing. The lid and the collector was fixed by tape. ¿